Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the device did not find any issues with the cannula assembly that would result in high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.

Event description:
It was reported that a patient had been hospitalized with dehydration and possible diabetic ketoacidosis (dka). The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours (leg). Symptoms reported include hyperglycemia and vomiting. The patient was treated with an intravenous fluids. As treatment, a manual injection was delivered before the patient went to the urgent care.